Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer regarding an implantable intrathecal pump intended to deliver dilaudid [0.506 mg/ml] at 0.130 mg/day, indicated for spinal pain. It was reported that the patient's system shut down and the patient went through withdrawal. It was noted that the event occurred in (B)(6) 2017, about a month and half from the date of the report (B)(6) 2017. It was stated that the patient had a dye test. Per the patient, nothing was plugged; they found out that the system got flushed and a refill did not go through in time. No further complications were reported/anticipated as a result of the event.